Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they see the thermometer screen when charging and they have to take it off for a while to let the antenna cool down before charging again. The patient reported that this happens once or twice during charging. No further complications are anticipated.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient saw a persistent thermometer icon and they were charging under blankets/pillows or near an ambient heat source. The patient used a charging belt and leaned against it and it was blocking airflow. It was also noted that the patient would feel a decrease in stimulation towards the end of the charging session. The patient didn¿t check the programmer before or after charging to see if the amplitude changed. The patient did see a lightning bolt on the recharger to confirm the stimulation was on. The patient was currently charging in the office and the rep checked with the clinician programmer to confirm the setting. The rep would interrogate after the patient completed the charge to confirm if there was a change. Impedances were within normal limits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that according to the patient, the amplitude would only change at the end of a charging session; the issue was not replicated when they met with the patient. No further troubleshooting was performed at that time. The patient was to use a cotton shirt to allow more airflow when recharging. It was noted that the cause of the issue was unknown. The manufacturer representative was to follow up with the patient to determine if the issue was resolved.